Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during intraocular lens (iol) implantation procedure, when the lens was cannot be implanted with the delivery system, the lens was removed from the delivery system and implanted with forceps which required incision to be enlarged.

Manufacturer narrative:
Correction information was added in h.6.- the product problem code 1254 was not reported in initial MDR submitted. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information was provided that indicated that the result of the event led to the lens being removed from the company device and placed into a qualified company cartridge for delivery. The directions for use (dfu) allows for a lens to be removed from the company device prior to the addition of a viscoelastic or attempts at advancing the lens. However, the dfu does not instruct for or condone the reloading of a lens that has been previously prepped and advanced in the ultrasert device. The product was not returned to evaluate. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).